Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned for analysis and the reported bent delivery catheter (dc) shaft resulting in the difficulty positioning the cds was confirmed. Potential causes for bent dc shaft resulting in difficulty positioning the cds can include, but are not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, due to the challenging patient anatomy and the high transseptal puncture likely caused more tension on the device, such that the mandrel became bent, resulting in the bent dc shaft, leading to the difficulty positioning the cds. Based on the information reviewed and the evaluation of the returned device, the bent mandrel, resulting in the bent dc shaft, and the subsequent difficulty positioning the cds, down the mitral valve, was likely due to patient anatomy and not a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the clip delivery system (cds) steering issue experienced in the left ventricle, which has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The heart was rotated and the septum was very medial, therefore, the transseptal puncture was high. The clip delivery system (cds 40423u1/15) was advanced to the left ventricle (lv). While correcting the clip rotation and turning the cds handle to translate forward, the clip moved 1cm medial. The clip was retracted to the left atrium (la), and the clip showed the same movement while rotating the clip. It was not possible to reach the target area because of this behavior; therefore, the cds was removed and replaced. It was noted that due to the high puncture, p-knob was used while steering down to the mitral valve. Two new cds were used without issue and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.